Event description:
Patient receiving heparin gtt. During shift, around 2200, channel alarmed and said it was disconnected from the pump. Writer reinserted channel and it appeared to be working after that. At 0300, went to pause the heparin gtt for lab to draw ufh. Noticed that the channel for the heparin gtt was off. There had been no alarms since the previous one. The pump was still working since the patients cont. Fluids were working. Tried switching the heparin channel to the other side of the pump, tried manually programing the heparin gtt to the same channel, and the channel would not work, saying it was disconnected from pump. I do not know how long the heparin gtt was not going. Got a new channel for the heparin gtt, was unable to scan the heparin into the new channel but was able to manually program it.